Event description:
Used (3) total parenteral nutrition-sets today. 1st & 2nd sets on pump #1. Freamine pumping mostly air. 3rd set pump #3 (pool) pumping mostly air. On: 1st set-primed all the lines air in pump (1) freamine, pumped the prime & threw bag out. Changed to 2nd set-primed lines air in pump (1) freamine again-threw bag out. Changed to 3rd set-primed lines & air was in 3rd pump. (Pool) went ahead & pumped these bags. There was not enough pool for the 7th bag. Made more pool for 1 bag (the 7th bag).